Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two events of kinked cannula on 15-aug-2024. The site of location of infusion set was abdomen. Issue was observed within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.